Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center¿s video image suddenly disappeared. The issue was observed during a diagnostic colonoscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction and results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. Corrected fields: b5, d4, e1, e3, h6. The device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation the most probable cause for reported failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was completed using the same device. However, no additional information received from the customer.